Event description:
The customer reported via phone call that they had issues with their infusion set. The customer also reported experiencing a high blood glucose of 311 mg/dl the day prior. It was also found the customer the insulin pump powered off without a warning message in one event. Customer's blood glucose was unknown at the time of the event. The customer stated they did not drop or bump the insulin pump. It was also found the customer received a bad battery alarm several days after the off no power incident. The customer also declined to check for the presence of leaks or air bubbles during troubleshooting. Customer also declined to check for site/insulin issues. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.